Event description:
Oracle ro 1072006: fail accuracy - 8.6 %. Additional information received on 26-jun-2020: no patient involvement. Event details updated.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, accuracy testing was found to all be within specifications. Fluid ingression's were found in the chassis base of the expulsor. The downstream and upstream occlusion alarms were also found to be bent and cracked as well as the administration cassette slot in the chassis. However, no fault was found with the pump working. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in poor physical condition. The top case was cracked at the corners. It was missing the ear clip and optocoupler. The pump also had a broken right plunger case. Evidence of reported problem in event log was found. During evaluation of the device, analysts were unable to perform occlusion tests as the ear clip and plunger lever are both missing. There was a combination of debris on the u29 sensor and normal wear of the motor motor assembly found. The cause was found to be these damaged components. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a motor issue. There were no reported adverse events.